Manufacturer narrative:
Upon inspection and testing of the returned device, service found the auxiliary water channel was not deformed or damaged in appearance. There were no foreign materials in the auxiliary water channel. It was later confirmed that the loaner person found the foreign materials exiting from the auxiliary water channel, but the foreign material was not able to be identified. The loaner person was able to remove the foreign material from the auxiliary water channel. In addition, service found the nozzle was missing, and it was confirmed the user had removed the nozzle. The key tops of switch button #1 and switch button #2 were damaged. The bending tube had an indentation, and the bending angles were out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center with a report that the auxiliary water channel was clogged. The device is an olympus loaner. There was no patient or procedure involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. However, the material was removed by flushing. There was no additional information received regarding the auxiliary water channel. Therefore, the root cause of this reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿reprocessing manual: precleaning the endoscope and accessories states on performing precleaning immediately after procedure, and methods of flushing auxiliary water channel. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the auxiliary water channel: the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2).¿ olympus will continue to monitor field performance for this device.